Event description:
The manufacturer received information alleging about 2 weeks ago the user saw white particles floating in the humidifier of the replacement dream station auto bipap device which causes condensation and the water to look dirty. The user alleges he was prescribed an antibiotic for an infection and an inhaler for blocked airways. The device will not be returned for investigation. The user was cleaning the humidifier weekly instead of daily as per manufacturer recommendations to prevent mold and bacteria growth. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.